Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and "folded device". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: crease folding of implant: observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow and red particles on the surface of the shell. Deformation observed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and "folded device". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and "folded device". The device has been explanted and replaced with a non-allergan device.